Event description:
It was reported that the smartsite needle-free connector experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: bung unable to be flushed during use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-23. H6: investigation summary a 2000e-04 sample was received for investigation inside an opened packaging from lot 20075484; some residual fluid was noticed on the exterior of the piston component. No further information was available to assist the investigation. A visual inspection of the 2000e-04 sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by connecting the sample to a 50ml bd plastipak syringe and a 5ml bd luer slip syringe from bd stock and flushed with fluid; no occlusion or flow restriction was identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20075484 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smartsite needle-free connector experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: bung unable to be flushed during use.